Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed and not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer board had failed and was not detected on the communication bus. A field service engineer had the escort try to recover the drawer and failed cubies. The drawer opened, but the cubies wouldn¿t recover. The fse went into the hardware test application and noticed that all the cubies for drawer 4.2 weren¿t showing up. The fse reseated the drawer board cable, which fixed the issue. The escort then inventoried the meds from the drawer without any issues. The system functioned as intended after the field service engineer repaired the device.